Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power. The customer did not recall the blood glucose reading. No low battery alert occurred prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped and there were no unattended alarms. The battery cap was not loose, cracked or damaged. It was the first occurrence of the alarm with no low battery alert. The customer was advised to insert a new battery and monitor the insulin pump. The insulin pump was not replaced or returned for analysis.